Event description:
The pt reported in 2004 that their meter was reading inaccurately high. They were comparing their meter results to normal readings/feelings, which is an invalid comparison. Dueing troubleshooting, they were walked through two control solution tests, which both failed high outside the range. They were then asked to open a new vial of test strips and run a control solution test with new test strips. This test was well within range. The test strips were replaced for the pt. The pt did contact their doctor due to high results to get advice to go back to the old medication. They did not receive any medical treatment. This case is reported as a strip malfunction since the first vial of test strips failed two control solution tests.